Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to exhibiting noise, oversensing and pacing inhibition with asystole less than two seconds observed. No additional adverse patient effects were reported.